Event description:
It was reported that there was a ¿black mold spot¿ inside the packaging of a reconstitution device. The reporter stated that the spot ¿is not loose in the package, seems to be right on the product.¿ this was noted before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.